Event description:
It was initially reported that the pt was experiencing loss of hearing on the left side. The pt's vns was disabled and the pt has been referred to an ent. No further details were immediately made available. Good faith attempts to obtain additional info have been unsuccessful to date.